Event description:
It was reported the programmer will not boot up. An error code message was displayed. Use of the service disk did not clear the error. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the device would not boot. It was also noted that when a software load was attempted the device experienced an error.